Event description:
On (B)(6) 2025, the user¿s wife reported that after announcing a usual dinner, the ilet showed a blood glucose (bg) of 126 mg/dl while a glucometer reading showed 45 mg/dl. The user experienced dizziness and shakiness, which was resolved within five minutes after treatment with juice, glucose tablets, and a caramel cookie. Follow-up readings showed bg rising to 82 mg/dl, then 144 mg/dl by glucometer, and 157 mg/dl on the pump. The lowest blood glucose (bg) recorded was 45 mg/dl. Bg was corrected with fast-acting carbohydrates. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.